Manufacturer narrative:
The reported condition of occlusion was confirmed, duplicated, and was found to be due to damage to the door latch and hinges. The door was repaired to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.(B)(4). Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an occlusion. This condition was found upon power-up of the device in the medicine b area. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.